Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The table top potentiometer was replaced during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 2800 system key does not release radiation. No pt injury was reported.